Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed exposed and frayed wires on the power supply. No additional physical damage was observed. Using a golden power supply, the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified.